Event description:
It was reported that "clips did not load until after multiple squeezes-then clip was applied successfully. When test fired after, it only loaded intermittently. No pt injury".

Manufacturer narrative:
The device eval is anticipated, but as yet has not begun. We will file a supplemental report when the investigation is completed.